Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt, filter malposition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a consultation regarding filter removal, the physician and patient agreed to leave the filter in place as a permanent device. At an unknown time post filter deployment, the filter allegedly tilted and embedded in the caval wall and had limbs extending beyond the confines of the caval wall. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post a motor vehicle collision with a liver laceration and multiple orthopedic injuries was scheduled for placement of an inferior vena cava (ivc) filter. The left common femoral vein was accessed and an ivc gram demonstrated the vena cava to be normal in course and caliber and the level of inflow to the renal veins was identified. The filter was then deployed in the infrarenal ivc without incident. The patient tolerated the procedure well and was in stable condition. Approximately seven months post filter deployment, the patient presented for a consultation regarding filter removal. The physician discussed with the patient the risks, benefits and alternatives of keeping the filter versus attempting to remove the filter that had been in the cava for 200 days. The physician felt that the risks of trying to remove the filter were greater than the risks of leaving the filter in place. The patient agreed with the physician the filter was left in place as permanent device with no intervention performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt filter malposition

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a consultation regarding filter removal, the physician and patient agreed to leave the filter in place as a permanent device. At an unknown time post filter deployment, the filter allegedly tilted and embedded in the caval wall and had limbs extending beyond the confines of the caval wall. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post a motor vehicle collision with a liver laceration and multiple orthopedic injuries was scheduled for placement of an inferior vena cava (ivc) filter. The left common femoral vein was accessed and an ivc gram demonstrated the vena cava to be normal in course and caliber and the level of inflow to the renal veins was identified. The filter was then deployed in the infrarenal ivc without incident. The patient tolerated the procedure well and was in stable condition. Approximately seven months post filter deployment, the patient presented for a consultation regarding filter removal. The physician discussed with the patient the risks, benefits and alternatives of keeping the filter versus attempting to remove the filter that had been in the cava for 200 days. The physician felt that the risks of trying to remove the filter were greater than the risks of leaving the filter in place. The patient agreed with the physician the filter was left in place as permanent device with no intervention performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a consultation regarding filter removal, the physician and patient agreed to leave the filter in place as a permanent device. At an unknown time post filter deployment, the filter allegedly tilted and embedded in the caval wall and had limbs extending beyond the confines of the caval wall. There was no reported patient injury.